Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronic assembly or motor. The device also had a cracked reservoir tube window, broken battery tube threads, minor scratched lcd window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Diabetes clinical manager reported via phone call that the insulin pump has a crack at the reservoir window and condensation under the lcd screen. She also reported that the buttons would not respond and the device was skipping screens when trying to set up a bolus. Customer's blood glucose was 86 mg/dl. During troubleshooting, it was stated that the device was not dropped but it might have been exposed to insulin or water. She mentioned that the insulin pump was in the customer's backpack when she went swimming and may have gotten wet. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.